Event description:
Reportedly this ring was explanted after five years and 9 months implant duration. It was explanted due to mitral insufficiency, and it was reportedly detached 1/3 from the annulus.